Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 447 mg/dl, at the time of incidence. Customer was treated with insulin pump for high blood glucose. Customer reported that they had bent cannula issue. Customer also stated that they received insulin flow block issue. The insulin pump will not be returned for analysis.